Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. At one month postoperatively, the pt had persistent intraocular inflammation. The inflammation persisted and at 6 weeks postoperatively, the inflammation caused capsular contraction syndrome which led to asymmetrical vaulting of the iol and subsequently cme. The physician noted that the pt is more susceptible to cme because of preexisting proliferative diabetic retinopathy. Preoperatively, the pt's bcva was 20/40-2 with mrse of -0.75 + 1.25 x 160. Postoperatively (and prior to intervention) the pt's bcva decreased to 20/70, j6 with mrse of plano + 0.25 x 155. The asymmetric vault resolved partially after yag treatment and the post-yag mr does not reveal significant myopia or astigmatism. The pt is currently under the care of a retinal specialist and will receive an intraocular injection of steroids to address the cme.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported event of lens vaulting is related to capsular contraction syndrome, which is secondary to inflammation. The inflammation is secondary to the pt's preexisting diabetic retinopathy.